Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the carabiner hook on the patient¿s shoulder pack broke. The shoulder pack dropped to the ground and there was high tension to the driveline. The shoulder pack was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The shoulder pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of returned shoulder pack revealed that the snap hook was faulty and detached from the loop; it was not able to be secured and perform as intended. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited to wear and/or due to the handing of the pack. If information is provided in the future, a supplemental report will be issued.